Manufacturer narrative:
Device was used in treatment. The device was not returned for evaluation. There was no specific performance related failure reported by the user. The lot number of this device was not provided, therefore neither a review of the device history record nor complaint history could be performed. Inspection procedures require any oscor product pass all in-process and qa final inspections before shipping to the customer. Per instructions for use,introducer removal: flush the sheath with 5cc of saline immediately before peeling the sheath away in order to minimize backbleeding. First completely withdraw the sheath from vessel. Then remove the sheath by sharply snapping the tabs of the valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel the sheath apart. In addition, as per IFU list these adverse effects and possible complications: air embolism, bleeding, hematoma formation, and vessel damage. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available. No further follow-up is required.

Event description:
On (B)(6) 2019 patient was presented to physician for right coronary artery occlusion with an ejection fraction of 30%. During high risk percutaneous coronary intervention physician had peeled away the introducer before being fully removed from the patient's body which cause bleeding. 6 unit blood transfusion performed as treatment and the patient recovered. There was no specific malfunction reported. Bleeding started during removal of introducer from site. Product is discarded by customer. Device was used in tortuous path and there was surgical delay reported. Procedure completed with impella lp2.5 device successfully.